Manufacturer narrative:
A review of post market surveillance data relating to this reported issue was conducted and no trends were observed. No sample received and no lot number provided. Without the sample or lot number hollister is unable to perform a full investigation regarding the report upper lip injury. This will continue to be monitored in hollister's post marketed complaint system and actions will be taken if/when indicated. Patient's weight was unknown. The IFU states to discontinue the device if redness or skin irritation occurs. Reporter stated that redness first occurred on (B)(6) 2018 but their wound care consult said to leave the anchor fast device in place. The device was not removed until (B)(6) 2018. We have concluded that the IFU was not followed. Inservicing is being conducted by hollister associates.

Event description:
It was reported that an anchorfast endotracheal tube holder was placed on a patient on (B)(6) 2018.  On thursday, (B)(6), redness was observed under the foam bumper on the upper lip so wound care was consulted. Wound care saw the patient on friday, (B)(6) 2018 and observed the redness on the upper lip but did not have the anchor fast device removed from the patient. This was considered a stage 1 injury. Over the weekend, the patient was decompensating. On monday, (B)(6), wound care noted the upper lip had some areas of black and sloughing. The anchor fast was removed. A little over a week later, on (B)(6), a hole was observed all the way through the upper lip. The patient had surgery and it was sutured. It is healing now.